Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the cutting wire (needle) was melted and slightly blackened. Additionally, the tip end was also slightly blackened and had split. It was found during the investigation of the returned microknife device that the cutting wire (needle) was melted. It is most likely that a peak of voltage during the procedure could cause the failure noted and which also may have been caused by excessive manipulation of the device, interaction with the scope or with other devices. Therefore, based on all the available/gathered and the condition of the returned unit, the most probable cause of this complaint will be documented as operational context since due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used. This device was returned to bsc as an unauthorized return. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results: cutting wire (needle) is melted/broken.